Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received inaccurate fill estimates on multiple cartridges. Customer declined to reload the cartridge with tandem technical support to avoid wasting insulin, but will monitor pump performance. The customer reported a blood glucose level of 231 (mg/dl); however, it was unrelated to this event as customer stated bg level was high from eating a bad lunch. Customer delivered a bolus with the pump to stabilize bg level and will continue using current pump as backup therapy.